Event description:
The customer reported that the jaws would no longer open after the device was applied to tissue. The device was removed and this caused the tissue to tear. There was minor bleeding, which was controlled with suture and a new ligasure device. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.